Event description:
Black screen rec'd; repaired battery backup; data downloaded for procedure. Message rec'd: attach sterile instruments. Would not function thereafter. MFR indicated problem with tracking. Repaired but caused pt to return for second surgery time.